Manufacturer narrative:
The reported events of no pacing, and loose connection were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level and missing atrial setscrew. Visual inspection of the header and connector found no contamination or foreign material that could contribute to the lead tightening anomaly. During the analysis the leads were inserted and fixed with normal force. Electrical and mechanical analysis performed, after attaching a new atrial setscrew, indicated normal functionality. Evaluation of the output signal under nominal conditions measured all pacing parameters within normal range. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a new implant. During implant, all lead parameters were tested and were within normal limit. When the leads were then connected to the pacemaker, it was observed that there was no pacing in the ventricle. The physician disconnected the device and repositioned the ventricular lead. All parameters were found to be in normal limits. At the time of connection of the rv lead to the pacemaker, it was then observed that the lead was not getting tightened at the pacemaker's port. The physician replaced the pacemaker. The procedure was completed. The patient was stable.